Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion, the right ventricular (rv) lead insulation pulled apart at the terminal end when removing the lead from the header. Subsequently the rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.